Manufacturer narrative:
Date of event is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related regulatory manufacturer report number: 3006705815-2021-03972, 3006705815-2021-03973. It was reported the patient ipg was protruding through the skin due to pocket erosion. As a result, the entire scs system was explanted on (B)(6) 2021 to address the issue. During this same procedure the leads were explanted. Refer to (manufacturing report 3006705815-2021-03972, 3006705815-2021-03973), for additional details.